Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an echocardiogram, the ipg could no longer connect to external devices. Communication was restored and issue was resolved after troubleshooting.